Manufacturer narrative:
E1: address line 2: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a battery communication timeout. Per reporter, sample photos were provided showing the error. There was no patient involvement.

Manufacturer narrative:
H3: one device was returned for repair with primary complaint of battery communication timeout. The device had not previously been in for service. Visual and functional testing was performed. The problem was duplicated during power on as device displayed battery status as na and mac address was blank due to interconnect printed circuit board (pcb) failure. Replaced interconnect pcb and device functioned as intended.